Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device lost power while fixing a fracture. It was further reported that the battery device was changed; however, the device did not function (died). According to the reporter, since the batteries were checked and were functional, they assumed the issue was related to the drill device. The device was also used together with the small battery drive casing device. The reporter stated that they did not do a lot of drilling before the issue started. Thus, the handpiece was failing. It was further reported that the drill had stopped briefly during other procedures but had always started again in the past. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. A functional assessment was performed, and the device passed all the pre-repair diagnostic assessments. No failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.